Event description:
According to the literature source of study performed between january 2016 and september 2019, a retrospective study analyzed outcomes of patients who underwent bladder repairs using two suture types: barbed vloc suture and a non medtronic suture. There were 68 patients in the study and vloc was used in 11 patients. Postoperative complications in the vloc group occurred in 3 patients. Complications were defined as subsequent bladder conditions that developed after cystotomy repair requiring additional follow-up or treatment. One complication involved treatment under general anesthesia. Article: a comparative study of braided versus barbed suture for cystotomy repair. Dr. Robert shapiro, 2021, research and reports in urology, doi: 10.2147/rru.s330586.

Manufacturer narrative:
Title: a comparative study of braided versus barbed suture for cystotomy repair source: research and reports in urology 2021:13 793¿798 published: 12 november 2021. If information is provided in the future, a supplemental report will be issued.